Event description:
End user alleges that while operating the motorized wheelchair she injured her toe by hitting it against a wall. She reports that she was unaware of the seriousness of the injury due to a lack of sensation in her extremities and did not seek medical attention immediately. The alleged injury was not discovered until some time later when she was seen by her physician during a regularly scheduled office visit. End user reports that subsequently the toe became gangrenous and required amputation.